Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sense/pace portion of the lead was previously capped on (B)(6) 2006 with 1688t and defib portion remained active. Now the device reported several aborted vt/vf episodes. Review of the egms show lead noise. High pacing lead impedance was observed. The leads will be replaced.